Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast reconstruction revision with two 700cc mentor memorygel breast implants. Post-operatively, the patient suffered right breast implant rupture. As a result, the patient underwent capsulectomy and breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On june 8, 2022, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the patient also suffered from unfavorable asymmetry, visible wrinkling, discomfort and unnatural appearance bilaterally. The patient's implants were replaced with the following: (right) 500cc mentor artoura plus, smooth, high profile catalog: sdc135h lot: 9654344 sn: (B)(6) and (left) 500cc mentor artoura plus, smooth, high profile catalog: sdc135h lot: 9657776 sn: (B)(6). On june 23, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth high profile xtra 700cc breast implant was found to be ruptured and received in two parts. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying minimal tissue or of poor quality, and/or when capsular contracture is present. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Complications on the left breast will be reported under mrn: 1645337-2022-07425. This medwatch form is for the right breast prosthesis.